Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4968 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that two days post implant, the right ventricular (rv) lead experienced a jump in thresholds, an increase in impedance, high impedance and t-wave oversensing (twos). Detections were turned off, but there was still noise, oversensing, and high thresholds. It was determined that the rv lead had dislodged. The lead was removed. No patient complications have been reported as a result of this event.